Manufacturer narrative:
Date rec'd by MFR:11oct2019. Date of report:14oct2019. The manufacturer¿s service technician confirmed the reported o2 issue. The manufacturer¿s service technician replaced the gas deliver system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Oxygen percentages are not within specifications. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
Oxygen percentages are not within specifications. There was no patient involvement.